Event description:
A nurse at the user facility reported that a "divet" was noted in the central optic zone of the intraocular lens (iol) after insertion. The lens was cut in half and the incision enlarged to accomodate removal of the iol. The source of the "divet" is not known. The nurse stated that the iol may have been damaged by the delivery system. However, the scrub nurse did not identify any difficulties when loading the iol. The reporting nurse does not believe that the iol malfunctioned.